Manufacturer narrative:
Additional information (29-apr-2024): siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc evaluated the information provided by the customer. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed the total service. The cse performed the aspiration check on the wash station (wud) and dilution wash station (dwud) and then the trimmer lines 2 and 4 were cleaned on dwud. The cse performed probe and mixer calibrations, and 7mm l ring seals were replaced on reagent probe 1 (rp1). The cse then checked the performance of vacuum trap test (vtr) 1 and 2, system shutdown wash was performed, and fluidics observed for correct operation. The cse observed dripping in the dilution probe and replaced 1mm l ring seals on dilution probe aspiration pump (dip), vacuum trap for dryer nozzles on the wud and dwud was not draining, discovered a blockage in the elbow fitting for the wud dryer nozzle which was causing an increased vacuum on the vacuum trap which was having an adverse effect on the draining of the vacuum tank. Quality control (qc) recovered within the customer's expectations after the service actions. Hsc concluded that the probable cause of the issue is consistent with the blockage in the wud dryer nozzle. The issue was resolved with instrument troubleshooting and maintenance performed. The customer is operational. The device is performing within specifications. No further evaluation is required. Sections h3 and h6 have been updated to reflect the hsc investigation. Initial MDR was filed on 18-apr-2024. Corrected data: have been updated to reflect the instrument details. Section g1 has been updated to reflect the contact office - manufacturing site details of the instrument. Section g4 has been updated to reflect the PMA/510(k) number of the instrument. Section h8 has been updated to reflect the usage of device for instrument.

Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding the erroneously elevated carbon dioxide concentrated (co2_c) results obtained on three (3) patient samples on an advia® chemistry xpt system. Siemens is investigating the event.

Event description:
The customer reported to siemens that they obtained erroneously elevated carbon dioxide concentrated (co2_c) results for three (3) patient samples on an advia® chemistry xpt system. The erroneously elevated patient results were not reported to the physician(s). Two of the samples were reprocessed on the original advia® chemistry xpt system. Sample (B)(6) was only reprocessed on an alternate advia® chemistry xpt system. Lower results were obtained on the reprocessed samples. The lower results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneously elevated carbon dioxide concentrated (co2_c) results.